Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified red particles on the shell, a fold crease, and one extended opening on the anterior side and the weight of the device within specification. A microscopic analysis was performed which identified: one striated opening on the anterior side. Based on the device analysis, the final assessment is one striated opening assessed as surgical damage consistent in the use of a surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.